Event description:
It was reported that during implantation of a right ventricle leadless pacemaker (rvlp), the device was fixated in the apical septum and the delivery catheter was then placed into short tether mode. At that time, the rvlp spontaneously released from the catheter. The rvlp's parameters remained within normal limits, and the physician elected to leave the rvlp in its implanted position and complete the procedure. There was no harm to the patient.